Event description:
It was reported that an error code 128 (communication timeout) was observed while trying to interrogate the patient's generator. Troubleshooting was done which included rebooting the wand, replacing wand batteries, using a wired connection between the wand and tablet, and interrogating with another programmer. The physician believed failure to interrogate was due to a low battery and the patient was referred for a generator replacement. Update was received that the patient had their generator replaced. During the surgery the generator was still unable to be interrogated, error code 128 kept showing up on the programmer. The device history records of the generator were reviewed. The generator passed final quality and functional specifications prior to release. The suspect generator has not been received to date. No other relevant information has been received to date.

Manufacturer narrative:
Livanova USA, inc. Submits this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation, based on information that livanova has obtained, but may not have been able to investigate or verify prior to the date the report was required by the FDA. This report does not constitute an admission, or a conclusion by FDA or anyone else, that the device, livanova, or livanova's employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects¿ or "malfunctions¿. These words are incorporated into the FDA 3500a medwatch form by the FDA, and livanova objects to their use.

Event description:
The generator was received for analysis. Additional tablet data was provided for review. No other relevant information has been received to date.

Event description:
Device evaluation was completed.